Event description:
Contacted regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 4/5 of automated peritorneal dialysis therapy. Service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was indicated at the time of the inital report.